Event description:
During a drainage procedure a catheter was used that was faulty. The catheter was replaced with another. Unable to remove yellow piece that was stuck to the catheter. This is a drainage catheter that was defective at the attachment end. The other end of the end of the device was inserted into the patient (not the defective end). The 'yellow piece' has something to do with fastening the joined tubing. This was removed and a new catheter inserted.